Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 77 years old at the time of study enrollment. E1 - initial reporter facility name: (B)(6). Updated fields: a3 - sex: updated from female to male. B5 - describe event or problem. B7 - other relevant history. H6 - patient codes, impact codes, evaluation method codes, evaluation result codes, evaluation conclusion codes. Updated fields in second follow up report: b5 - describe event or problem.

Event description:
It was reported that the subject experienced thrombus in left lower limb stent. The subject was hospitalized, and thrombolysis was performed as a result. The subject underwent treatment with eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal, mid, and distal superficial femoral artery (sfa), extending into the left proximal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm, distal reference vessel diameter of 5 mm, and a lesion length of 100 mm. The target lesion was 100% stenosed and was classified as tasc ii b lesion. Prior to target lesion treatment, pre-dilation was performed using a non-bsc balloon, a 4 mm x150 mm sterling pta balloon, and a 5 mm x 150 mm mustang pta balloon. Treatment of the target lesion was performed by the placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. The final residual stenosis was noted to be 10%. Of note, complication of grade b dissection was noted, and in response to the complication, a bailout stent was placed. On (B)(6) 2023, the subject was discharged from the hospital. On (B)(6) 2023, the subject experienced symptoms related to stent thrombus. On (B)(6) 2023, in response to the event, subject was hospitalized. On (B)(6) 2023, 143 days post index procedure, thrombotic occlusion noted in the left distal sfa was treated by performing thrombolysis. Additionally, thrombolysis was also performed in the left internal iliac artery, left anterior tibial artery, and left posterior tibial artery. The final residual stenosis was noted to be 10%. On (B)(6) 2023, the subject was discharged from the hospital and the event was considered to be ongoing. No further patient complications were reported. It was further reported that the chief reason for hospitalization on (B)(6) 2023 was aggravated left lower limb pain for six days. Specialty examination performed on the same day revealed the pulsation of the popliteal artery, dorsalis pedis artery, and posterior tibial artery of the left lower limb were impalpable. The skin temperature of the foot was lower than that of the opposite side. There was no evident skin bruising or ecchymosis, and the muscle strength and tension were normal. CT angiography (cta) of the lower limb arteries indicated occlusion in left femoral artery stent at distal end and left anterior and posterior tibial arteries. Additionally, although it was previously reported that the target lesion for the index procedure was located in the left proximal, mid, and distal sfa, extending into the left proximal popliteal artery, corrected information received indicates that the target lesion was located in only the left distal sfa. On (B)(6) 2023, 143 days post index procedure, following the previously reported thrombolysis in the left distal sfa, thrombus aspiration was performed using a non-bsc catheter and percutaneous transluminal angioplasty balloon. No further patient complications were reported. It was further reported that the target lesion, previously reported to include only the left distal sfa, actually included both the left mid and left distal sfa.

Event description:
It was reported that the subject experienced stent thrombus. The subject was hospitalized, and thrombolysis was performed as a result. The subject underwent treatment with eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal, mid, and distal superficial femoral artery (sfa), extending into the left proximal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm, distal reference vessel diameter of 5 mm, and a lesion length of 100 mm. The target lesion was 100% stenosed and was classified as tasc ii b lesion. Prior to target lesion treatment, pre-dilation was performed using a non-bsc balloon, a 4 mm x150 mm sterling pta balloon, and a 5 mm x 150 mm mustang pta balloon. Treatment of the target lesion was performed by the placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. The final residual stenosis was noted to be 10%. Of note, complication of grade b dissection was noted, and in response to the complication, a bailout stent was placed. On (B)(6) 2023, the subject was discharged from the hospital. On (B)(6) 2023, the subject experienced symptoms related to stent thrombus. On (B)(6) 2023, in response to the event, subject was hospitalized. On (B)(6) 2023, 143 days post index procedure, thrombotic occlusion noted in the left distal sfa was treated by performing thrombolysis. Additionally, thrombolysis was also performed in the left internal iliac artery, left anterior tibial artery, and left posterior tibial artery. The final residual stenosis was noted to be 10%. On (B)(6) 2023, the subject was discharged from the hospital and the event was considered to be ongoing. No further patient complications were reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 77 years old at the time of study enrollment. E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 77 years old at the time of study enrollment. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the subject experienced thrombus in left lower limb stent. The subject was hospitalized, and thrombolysis was performed as a result. The subject underwent treatment with eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal, mid, and distal superficial femoral artery (sfa), extending into the left proximal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm, distal reference vessel diameter of 5 mm, and a lesion length of 100 mm. The target lesion was 100% stenosed and was classified as tasc ii b lesion. Prior to target lesion treatment, pre-dilation was performed using a non-bsc balloon, a 4 mm x150 mm sterling pta balloon, and a 5 mm x 150 mm mustang pta balloon. Treatment of the target lesion was performed by the placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. The final residual stenosis was noted to be 10%. Of note, complication of grade b dissection was noted, and in response to the complication, a bailout stent was placed. On (B)(6) 2023, the subject was discharged from the hospital. On (B)(6) 2023, the subject experienced symptoms related to stent thrombus. On (B)(6) 2023, in response to the event, subject was hospitalized. On (B)(6) 2023, 143 days post index procedure, thrombotic occlusion noted in the left distal sfa was treated by performing thrombolysis. Additionally, thrombolysis was also performed in the left internal iliac artery, left anterior tibial artery, and left posterior tibial artery. The final residual stenosis was noted to be 10%. On (B)(6) 2023, the subject was discharged from the hospital and the event was considered to be ongoing. No further patient complications were reported. It was further reported that the chief reason for hospitalization on (B)(6) 2023 was aggravated left lower limb pain for six days. Specialty examination performed on the same day revealed the pulsation of the popliteal artery, dorsalis pedis artery, and posterior tibial artery of the left lower limb were impalpable. The skin temperature of the foot was lower than that of the opposite side. There was no evident skin bruising or ecchymosis, and the muscle strength and tension were normal. CT angiography (cta) of the lower limb arteries indicated occlusion in left femoral artery stent at distal end and left anterior and posterior tibial arteries. Additionally, although it was previously reported that the target lesion for the index procedure was located in the left proximal, mid, and distal sfa, extending into the left proximal popliteal artery, corrected information received indicates that the target lesion was located in only the left distal sfa. On (B)(6) 2023, 143 days post index procedure, following the previously reported thrombolysis in the left distal sfa, thrombus aspiration was performed using a non-bsc catheter and percutaneous transluminal angioplasty balloon. No further patient complications were reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 77 years old at the time of study enrollment. E1 - initial reporter facility name: (B)(6) medical college . Updated fields: b5 - describe event or problem.

Event description:
It was reported that the subject experienced thrombus in left lower limb stent. The subject was hospitalized, and thrombolysis was performed as a result. The subject underwent treatment with eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal, mid, and distal superficial femoral artery (sfa), extending into the left proximal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm, distal reference vessel diameter of 5 mm, and a lesion length of 100 mm. The target lesion was 100% stenosed and was classified as tasc ii b lesion. Prior to target lesion treatment, pre-dilation was performed using a non-bsc balloon, a 4 mm x150 mm sterling pta balloon, and a 5 mm x 150 mm mustang pta balloon. Treatment of the target lesion was performed by the placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. The final residual stenosis was noted to be 10%. Of note, complication of grade b dissection was noted, and in response to the complication, a bailout stent was placed. On 16-jan-2023, the subject was discharged from the hospital. On 26-may-2023, the subject experienced symptoms related to stent thrombus. On 31-may-2023, in response to the event, subject was hospitalized. On 02-jun-2023, 143 days post index procedure, thrombotic occlusion noted in the left distal sfa was treated by performing thrombolysis. Additionally, thrombolysis was also performed in the left internal iliac artery, left anterior tibial artery, and left posterior tibial artery. The final residual stenosis was noted to be 10%. On 07-jun-2023, the subject was discharged from the hospital and the event was considered to be ongoing. No further patient complications were reported. It was further reported that the chief reason for hospitalization on (B)(6) 2023 was aggravated left lower limb pain for six days. Specialty examination performed on the same day revealed the pulsation of the popliteal artery, dorsalis pedis artery, and posterior tibial artery of the left lower limb were impalpable. The skin temperature of the foot was lower than that of the opposite side. There was no evident skin bruising or ecchymosis, and the muscle strength and tension were normal. CT angiography (cta) of the lower limb arteries indicated occlusion in left femoral artery stent at distal end and left anterior and posterior tibial arteries. Additionally, although it was previously reported that the target lesion for the index procedure was located in the left proximal, mid, and distal sfa, extending into the left proximal popliteal artery, corrected information received indicates that the target lesion was located in only the left distal sfa. On (B)(6) 2023, 143 days post index procedure, following the previously reported thrombolysis in the left distal sfa, thrombus aspiration was performed using a non-bsc catheter and percutaneous transluminal angioplasty balloon. No further patient complications were reported. It was further reported that the target lesion, previously reported to include only the left distal sfa, actually included both the left mid and left distal sfa. It was further reported that the target lesion was located in the left distal sfa, excluding the previously reported left mid sfa. Additionally, the event was considered to be resolved on (B)(6) 2023, the same day the subject was discharged from the hospital.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 77 years old at the time of study enrollment. E1 - initial reporter facility name: (B)(6). Updated fields: b5 - describe event or problem.

Event description:
It was reported that the subject experienced thrombus in left lower limb stent. The subject was hospitalized, and thrombolysis was performed as a result. The subject underwent treatment with eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal, mid, and distal superficial femoral artery (sfa), extending into the left proximal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm, distal reference vessel diameter of 5 mm, and a lesion length of 100 mm. The target lesion was 100% stenosed and was classified as tasc ii b lesion. Prior to target lesion treatment, pre-dilation was performed using a non-bsc balloon, a 4 mm x150 mm sterling pta balloon, and a 5 mm x 150 mm mustang pta balloon. Treatment of the target lesion was performed by the placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. The final residual stenosis was noted to be 10%. Of note, complication of grade b dissection was noted, and in response to the complication, a bailout stent was placed. On (B)(6) 2023, the subject was discharged from the hospital. On (B)(6) 2023, the subject experienced symptoms related to stent thrombus. On (B)(6) 2023, in response to the event, subject was hospitalized. On (B)(6) 2023, 143 days post index procedure, thrombotic occlusion noted in the left distal sfa was treated by performing thrombolysis. Additionally, thrombolysis was also performed in the left internal iliac artery, left anterior tibial artery, and left posterior tibial artery. The final residual stenosis was noted to be 10%. On (B)(6) 2023, the subject was discharged from the hospital and the event was considered to be ongoing. No further patient complications were reported. It was further reported that the chief reason for hospitalization on (B)(6) 2023 was aggravated left lower limb pain for six days. Specialty examination performed on the same day revealed the pulsation of the popliteal artery, dorsalis pedis artery, and posterior tibial artery of the left lower limb were impalpable. The skin temperature of the foot was lower than that of the opposite side. There was no evident skin bruising or ecchymosis, and the muscle strength and tension were normal. CT angiography (cta) of the lower limb arteries indicated occlusion in left femoral artery stent at distal end and left anterior and posterior tibial arteries. Additionally, although it was previously reported that the target lesion for the index procedure was located in the left proximal, mid, and distal sfa, extending into the left proximal popliteal artery, corrected information received indicates that the target lesion was located in only the left distal sfa. On (B)(6) 2023, 143 days post index procedure, following the previously reported thrombolysis in the left distal sfa, thrombus aspiration was performed using a non-bsc catheter and percutaneous transluminal angioplasty balloon. No further patient complications were reported. It was further reported that the target lesion, previously reported to include only the left distal sfa, actually included both the left mid and left distal sfa. It was further reported that the target lesion was located in the left distal sfa, excluding the previously reported left mid sfa. Additionally, the event was considered to be resolved on (B)(6) 2023, the same day the subject was discharged from the hospital. It was further reported that the target lesion, previously reported to include only the left distal sfa, actually included both the left mid and left distal sfa.